Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap extended life pd transfer set. This was further described as ¿the dark blue component unscrewed at the base of the powder blue connection¿. This was observed during use for peritoneal dialysis therapy and happened when the nurse was ¿unscrewing a manual bag from the transfer set¿. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.